Event description:
It was reported that prior to the start of a shoulder procedure using a quantum 2 controller with an unknown arthrowand, upon connecting the wand to the controller, the unit gave an error message. A new was opened and connected, however yielded the same result. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or patient complications reported as a result of this event.